Event description:
Case description: investigational result: name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the following were upsated: -investigational result updated. -imdrf codes were updated. -narrative updated accordingly. Final manufacturer's comment: 23-jan-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The patient's blood glucose increased [blood glucose increased]. Malfunction of the novopen [device malfunction]. Case description: this serious spontaneous case from china was reported by a consumer as "the patient's blood glucose increased(blood glucose increased)" with an unspecified onset date, "malfunction of the novopen (device malfunction)" with an unspecified onset date, and concerned a patient (age and gender was not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient height , weight , and body mass was index was not reported. Dosage regimens: novopen 4: medical history was not reported. The novopen 4 was sold by the subordinate drug store of the supplier. The patient's blood glucose increased, and the patient was hospitalized. The patient suspected the event was caused by the malfunction of the used novopen. The supplier asked the hotline how to deal with it. The hotline told the supplier that many causes could lead to increased blood glucose, which needed to be diagnosed by the clinician. Batch numbers: novopen 4: unknown . Action taken to novopen 4 was not reported. The outcome for the event "the patient's blood glucose increased(blood glucose increased)" was not reported. The outcome for the event "malfunction of the novopen (device malfunction)" was not reported. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples.